Event description:
It was reported that patient had high blood glucose. Customer's blood glucose was 424 mg/dl. Customer treated high blood glucose by manual injection. Troubleshooting was done and was found that the insulin pump passed the high pressure test. It was also found in the alarm history that the insulin pump alarmed no delivery and low reservoir. The customer will monitor the issue and will contact healthcare provider to get her basal rate settings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.